Event description:
As reported by the equinoxe shoulder study, approximately 0 year(s) and 3 month(s) post-operative of a left implanted tsa, the patient presented with unexplained pain. It was reported the patient experienced pain lifting a gallon of milk. This outcome of the event is reported to be resolved with no actions taken. The clinical report indicates that the event is unlikely related to the device(s) and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 300-30-07 - equinoxe preserve stem 7mm. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-31-36 - glenosphere, 36mm. 320-36-00 - 36mm humeral liner +0 unconstrained.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.